Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the cgm readings were inaccurate as compared to the fingerstick blood glucose (bg) values. 375 mg/dl vs 337 mg/dl with nausea and extreme thirst. During troubleshooting, customer support found the patient is not doing quality checks on bg meter per manufacturer¿s recommendations, and is not washing/drying hands as instructed. This complaint is being reported because the patient experienced hyperglycemia, and because the issue may result in the user reacting to incorrect cgm data, which may lead to blood glucose excursions.